Event description:
The pt was seen on (B)(6) 2014 because of the problems with hearing and understanding. He often had to push on his external coil to hear. Most likely a re implantation surgery will be scheduled for (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.